Event description:
Philips received information from the philips field service engineer (fse) that was at this site performing corrective maintenance and reported that when utilizing a rear gantry control panel to move the pt support, regardless of which direction button was depressed the couch drove only in the down direction. The fse confirmed the customer had not used the rear control panel and was not aware of this issue and that there was no harm to a pt, operator, or bystander due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).